Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations confirmed but not replicated the customer complaint "error 48406". Logs were able to confirm the fault happened in the field. The ec was installed onto a golden system and did function as expected. The golden system was set to run 10 power cycles after which the error logs were investigated. 48406 error logs were not found. As a result of these findings, failure analysis was able to conclude the dual camera interface board (dcib) as the root cause of the reported problem.

Event description:
It was reported prior to starting a da vinci assisted procedure there were system errors. Unclear if troubleshooting was performed, but the procedure continued as planned. The customer reported event has no report of patient injury.